Event description:
Info received indicated the head section would not raise with a pt in the bed.

Manufacturer narrative:
The investigation indicated the pt was around (B)(6) and may have been close or over the weight limit. The customer was told to get a better pt weight to help isolate issue. The customer was informed that sending a hill-rom technician out may not help if the pt weight is over the bed limitations. The customer stated they would do an investigation and call back if needed. Customer called back and made alternate plans for another bed for the pt. No other info was obtained.